Manufacturer narrative:
Lot# review: reported lot# 3246196* (mfg. 04/2016) (B)(4) units; lot# 3261516* (mfg. 05/2016) (B)(4) units; lot# 3275467* (mfg. 06/2016) (B)(4) units and lot# 3278963 (06/2016) (B)(4) units. All lots were manufactured, tested, inspected and released citing no exception documents. Visual analysis: received nine used d1000 tego connectors, reported lot# 3246196, 3261516, 3275467 and 3278963. No mating devices were returned. Qe testing: the returned units were pressure tested and two failed and seven met product parameters. The three that failed were disassembled and damage to the main seal was found during visual investigation. Final analysis: the complaint of d1000 tego having leakage and torn membranes were confirmed with two of the nine samples. The three samples that leaked, were due to damage to the one piece seals at the main seal interface to the body. It is not known how, when, or where the exterior seal tearing occurred. No mating devices were returned to evaluate with the d1000 tego for exterior seal tearing. Engineering efforts did identify component/molding anomaly that may have caused or contributed to a seal misalignment. This condition could result in internal leakage. A detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal component anomaly was attributable to the manufacturing/molding operation due to a cavity core pin (edge). Corrective actions have been identified, qualified and implemented. ICU medical will continue to monitor and trend.

Event description:
Complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports multiple events ((B)(6)) where during dialysis sessions, attending clinicians were removing/replacing tego connectors due to "blood leakages and torn membranes". This was occurring during first session and second sessions. There were no reported adverse patient consequences.

Manufacturer narrative:
Lot# review: reported lot# 3246196* (mfg. 04/2016) 28000 units; lot# 3261516* (mfg. 05/2016) 28000 units; lot# 3275467* (mfg. 06/2016) 28000 units and lot# 3278963 (06/2016) 28000 units. All lots were manufactured, tested, inspected and released citing no exception documents.

Event description:
Complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports multiple events ((B)(6)) where during dialysis sessions, attending clinicians were removing/replacing tego connectors due to "blood leakages and torn membranes". This was occurring during first session and second sessions. There were no reported adverse patient consequences.